Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported footswitch failure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch assembly printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 2, 2011. Based on qa assessment, the product met specifications at the time of release. The footswitch and the interface breakout printed circuit board (pcb) were received at for evaluation. A visual evaluation of the returned footswitch found that the connector was damaged. A comparison with a functional footswitch can be seen in the attached file. The state of the returned sample is congruent with the determination of the footswitch was disconnected improperly. There was no obvious visual nonconformity found on the pcb. The state of the returned sample precluded it from functional testing. The root cause of the reported event can be attributed to customer mishandling as it was found that the customer was improperly disconnecting the footswitch which caused damage to the connector. (B)(4).